Manufacturer narrative:
Manufacturing site evaluation: evaluation ongoing.

Event description:
D.o.s. : (B)(6) 2015. Original date of surgery: (B)(6) 2015. Patient undergoing surgery to revise acetabular cup components. The surgery attempted to remove the femoral head on top of the excia t hip stem (these are components that were implanted during the primary procedure on ((B)(6) 2015). The stem was not well-fixated and explanted. No patient injury; significant delay in procedure due to required use of different hip stem.

Manufacturer narrative:
Manufacturing site evaluation: correction: original report indicated lot number 52028811; information received after submission indicates this is the incorrect lot number; lot number is unknown. Device was not received for evaluation; x-rays were not provided. Correct lot number was not provided, therefore, a review of the manufacturing and device quality records is not possible. Corrective / preventive action(s) are not necessary.